Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery was suspected to be prematurely depleting. At this time, the pacemaker has been reprogrammed and remains implanted and in service as the patient will continue to be monitored. No adverse patient effects were reported.